Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Periprosthetic fracture. Doi: unk. Dor: (B)(6) 2021. Unknown side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Available xray evidence was reviewed. Based in attached photographic evidence, it cannot be determinate a depuy device's failure or malfunction which could contribute to reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient had a left tka placed in 2000 or 2001 for an unknown reason and with unknown products. She sustained a femoral fracture on (B)(6) 2013 and a plate was placed during a orif (unknown manufacturer). The patient underwent a tka revision due to the plate placed in (B)(6) 2013 breaking. Another plate (unknown manufacturer) was placed during the tka revision on (B)(6) 2013. (B)(6) 2013 the patient presented pain and swelling and the plate had broken again. (B)(4). (B)(6) 2013: patient underwent a left tka revision and lps/mbt implants were placed with competitor cement. (B)(6) 2013: patient presented with pain and swelling. Radiology films indicated a fracture of the femur. (B)(6) 2013: patient underwent a orif with a synthes lcp plate . (B)(6) 2014: patient indicated her left thigh was swollen with questionable septic joint. (B)(6) 2014: patient underwent a left tka revision due to a fracture through the prior non-union site where the syn plate was placed. No infection was noted during this revision.